Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to power on. The customer reported that the screen remained completely black and the station would not turn on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had black screen and could not turn on the station. A field service engineer found that the station would not power on. The root cause was identified as a faulty drawer controller from the half height cubie drawer. The drawer controller from drawer 2.2 was replaced, restoring functionality. The system functioned as intended after the field service engineer repaired the device.